Event description:
The percutaneous lead was damaged during explant and one electrode was retained in the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.